Event description:
Bilateral leaking and encapsulated breast implants. A 74 year old white gravida 3 para 3 female status post bilateral subglandular inframammary gels. (Unk size/type/MFR - no records) for augmentation in 1972. She states" in paid as 'cysts' were removed". They have always been hard, left greater than right; the left has decreased in size with no history of trauma. The pt complains of arthralgias (positive am stiffness)/myalgias, paresthesias/dysethesias, swelling, fatigue, sleep disturbances, swollen glands, frequent upper respiratory infections, headaches, dizziness, periodontal disease, memory loss, visual disturbances, hair loss, oral sores, sicca, sensitivity to sun/temperature/chemicals, chest pain/costochondritis, choking sensation, skin thickening, weight gain, gastrointestinal/genito-urinary disturbances, and weakness. Pt is otherwise healthy. (Implants held for gram stain.)